Manufacturer narrative:
(B)(4). Instrument b: the analysis showed that the 6tb45 device (a) was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. However, four blue reloads were received. Reload c, d and e were received fully fired and with the spring lockout normal, the reload f was received partially fired and with the spring lockout normal. The returned device was tested for functionality using tests reloads on the three articulated positions; when fired on the centered and on the right, the device fired, cut and formed all staples as intended. When the device fired on the left position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop, resulting in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results showed that the 6tb45 device (b) was received in good visual conditions and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the first endocutter fired without staple formation. The second endocutter was fired with no knife cut. The remaining three reloads were used to test the endocutter. It was not reported how the procedure was completed. There were no adverse consequences to the patient.